Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the clinical application specialist (cas) provided support to the surgeon to support optimization and additional training. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A company representative reported that an intra-operative guidance system provided inconsistent cylinder power reading on a patient's right eye. Refractive analyzer showed a reduction of total corneal cylinder even though the anterior surface astigmatism was against the rule. System recommended a toric two (t2) intraocular lens (iol) correction but surgeon chose to stick with their pre-operative plan and implanted a toric four (t4) iol. An overcorrection of the cylinder with a flip of axis based off the system's aphakic read was expected. However, an undercorrection on the same axis which matched toric calculator prediction of 0.44 diopters at two degrees. If the system's recommendation was used the patient would have more uncorrected astigmatism.